Manufacturer narrative:
The date of this report and date of event provided in the initial report were incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized for a low blood glucose event last month. The patient had also been experiencing hypoglycemia unwareness while sleeping due to using morphine. No further details were provided. The insulin pump was not returned for analysis.